Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump black box data indicated no evidence of short battery life; a cs 128 alarm occurred due to an unconfirmed cs 144 alarm for three hours on (B)(6) 2018. The returned battery cap was undamaged and able to fit securely. The ez-prime steps were performed correctly; the sleep current reading was found to be above s specifications. The pump case was removed and moisture corrosion was found on the printed circuit board (pcb) and cgm module. All current readings returned to specification after unplugging the cgm from the pcb.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.